Event description:
It was reported that during the implant procedure, the right ventricular (RV) leadless pacemaker was unable to be released from the delivery catheter following fixation. Additionally, the LP could no longer be docked to the delivery catheter. The LP was explanted and replaced to resolve the event. The patient was in stable condition.